Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed. In artemis, the 23118 error was found indicating a motor encoder fault on the pitch axis, confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where a 23087 error was triggered. The unit was installed onto an in-house pftp where the unit failed insertion back emf with a 23118 in the error logs pointing to the pitch axis, replicating the reported event. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to sensor errors pertaining to the pitch cva (chipencoder virtual absolute) printed circuit assembly (pca) of the usm.

Event description:
It was reported that after a da vinci-assisted surgical procedure, clinical sales representative (csr) contacted technical service engineer (tse) and reported the customer encountered error # 23118. Tse had the caller attempt to recover the error, disable the arm and power cycle and hard power cycle the system but the issue still persisted on axis 3 on universal surgical manipulator (usm) 3. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the issue was detected after the procedure was completed with all 4 arms.